Manufacturer narrative:
Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion at the electrical contact point of the video connector, corrosion of the scope mount, an adhesive on the main body, and leakage from the main unit. There was no patient involvement.